Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. The patient was not hospitalized for this event. The cause of the cloudy effluent event was unknown. On an unreported date, the patient was treated with an unspecified injection. At the time of this report, the patient was recovered from the event and the peritoneal effluent is clear. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.